Event description:
During a procedure to treat a left and right hepatic artery aneurysm, a gore viabahn endoprosthesis was advanced though a 9fr introducer sheath but could not access the targeted treatment site due to tortuous vessel anatomy. The physician wanted to exchange the guidewire for a stiffer wire. In the attempt to remove the constrained device from the sheath, the device began to accordion and slightly expand at the proximal end of the device. A femoral access was performed and a snare was inserted through the femoral access to snare the constrained viabahn device. The device was snared and pulled through the femoral access site. The device was then deployed outside the body and the distal portion of the delivery catheter was then pulled back through the femoral access site and removed through the brachial access. A 10fr sheath was inserted through the brachial access site and another gore viabahn endoprosthesis was deployed into the common hepatic artery without further incident.

Manufacturer narrative:
Method - review of the mfg paperwork has been conducted. Result - the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusion - as indicated in the instructions for use warnings section, "do not withdraw the gore viabahn endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore viabahn endoprosthesis back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation. If removal prior to deployment is necessary, withdraw the gore viabahn endoprosthesis to a position close to but not into the introducer sheath. Both the gore viabahn endoprosthesis and introducer sheath can then be removed in tamdem."